Event description:
--

Manufacturer narrative:
It was later reported that this device was explanted for normal battery depletion and replaced with another boston scientific ICD. The device has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Event description:
Boston scientific crm received information that a red alert was issued indicating this implantable cardioverter defibrillator (ICD) reached end of life (eol). Charge time was 30.3 seconds. Monitoring voltage was 2.66 v. This device is included in the mid-life display of replacement indicators advisory population. Technical services discussed that this device reached eol due to extended charge time. No adverse patient effects have been reported.

Event description:
--

Manufacturer narrative:
The device will be replaced. All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population. This issue is discussed in the q2 2010 product performance report.